Event description:
The unit was sent for preventative maintenance only. There are no product allegations or deficiencies reported. There was no patient involvement. Due diligence is complete, no further information is available. At product evaluation investigation the cutter failed the sample mesh test due to an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed the sample mesh test due to an incomplete mesh. The cutter does not meet the acceptance criteria. The cutter is not repairable and was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.